Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "cyst" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cyst.

Event description:
Patient reported right side reoperation due to "calcification (cyst)." Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a striated opening in the posterior side assessed as surgical damage.

Event description:
Patient reported right side reoperation due to "calcification (cyst)." Device was explanted.

Event description:
Device has been explanted and replaced.